Event description:
It was reported the insulin pump delivered a whole reservoir of insulin. Customer was currently in the hospital and was having a heart attack. Customer had a massive low and then went high. Customer's spouse stated customer was still attached to the device, was advised to remove the device. Call was disconnected. Customer's spouse called back. Customer's spouse stated customer was hospitalized due to high blood glucose of 713 mg/dl. High was caused because she self treated for a low blood glucose of 43 mg/dl. Low was caused by the device. Troubleshooting was performed. The drive support cap was normal. Most recent set change was december 18 after boluses. She was disconnected during rewind/prime sequence. Settings were correct. All previous bolus were before the infusion set change that led to the low. Reservoir was showing less insulin then it was showing on the display. Reservoir was not manipulated. Device passed displacement test. No MRI exposure. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.